Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The device was explanted and replaced in a procedure on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Correction: g2 consumer.